Event description:
It was reported that the patient had a seizure with fall and was hospitalized. It was noted that this was possibly related to the programming of the device. It was reported that a CT scan without contrast was performed and the results was normal. It was noted that the existing condition of the patient was unknown and the outcome was ongoing. It was also noted that medication was given.

Manufacturer narrative:
(B)(4).